Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an increase in recharge time. Reportedly, the ipg did not maintain 24 hours of therapy between chargers. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg slightly higher to address the issue. Therapy was resumed post operatively.